Event description:
It was reported to philips that the device has a battery failure.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction. The cause of which was not determined. The device remains at the customer site. And no further evaluation is warranted at this time.